Event description:
10 cc luer lock syringe used to administer medication by anesthesia. Large amounts of fluid from the syringe visualized dripping onto the floor, despite full engagement of the injection port. After re-engaging the injection port to draw up fluid from the IV bag, more than 1/2 the syringe pulled in air along with the fluid. We were able to reproduce results with a new 100 cc luer lock syringe (same lot # as that was all that was available). Safety issue for medication administration.